Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"At the end of the operation when removing gauzes, a piece of the septum was found inside the abdominal cavity in the laparoscopic field of view. The piece was completely removed from the cavity and the operation was successful without any problems. How to use the event product: camera port. Name of procedure: laparoscopic nephrectomy. " patient status - "no patient injury." Additional information received via email from (B)(6), (B)(6) 2016, 7:35pm: "laparoscopic resection of the umbilical urachus."

Manufacturer narrative:
Additional information to describe event or problem. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the septum, an internal part of the seal, had fragmented. All seals are thoroughly inspected and testing during the manufacturing process. The root cause could be determined, however, engineering believes that the septum was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Event description:
Name of the procedure: laparoscopic resection of the umbilical urachus.